Manufacturer narrative:
G4:(B)(6) 2020 b4:(B)(6) 2020 it was reported to philips that the device had a proximal pressure line disconnect alarm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse reviewed the error logs and requested to the customer to confirm that the proximal pressure tubing was well connected. At this time the customer has yet to respond if the issue was resolved. Further attempts have been and will be made to gather this information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
It was reported to philips that the device had stopped. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:26jan2021. B4:29jan2021. D4: serial# (B)(6). Multiple attempts have been made to try to obtain further information from the customer but unsuccessful. If new information or part is received for evaluation, an investigation will be performed and an additional supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.